Event description:
Right colon resection. Distal transection was performed with slc55b proximal transection was performed proximal to the ileocecal junction using kocher clamps. Cs29 was introduced through the open lumen of the right colon with trocar tip advancing through the colon side wall. The anvil was placed in the lumen of the ileum and secured to the center rod in a lasso fashion with excess tissue being excised. Cs was closed in to firing range; (it stopped just beyond the middle ( > < ) and then closed completely ( >< ). Firing sequence appeared normal. Upon removal of stapler, a small tag of tissue remained attached. Surgeon snipped the tag, and removed the device. Inspection of the circular staple line was satisfactory. The open lumen was closed using slcr55bm firing appeared normal; however, surgeon noticed 1 unformed staple. Close inspection of the staple line revealed a good staple line. Further inspection of the specimen (extraneous tissue from lumen closure) revealed a strong solid staple line.